Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited low pacing impedance after several fixations suggesting the lp was poorly fixating. The lp was removed and a different device was used to complete the procedure. There were no patient consequences.